Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device unavailable.

Event description:
Company rep reported that patient had a previous fusion at c6-7. Acdf was performed at c5-6. During the removal of the plate from the previous fusion, it was discovered that one of the screws was broken. It was also noted that the broken piece remains inside the patient and the piece removed has been retained by the facility. It can also be noted that it is unclear as to what product this complaint pertains to. The rep was not able to provide any additional information other than he thought it might be a screw from the old acp system. The rep thought it was part of the codman vst cervical screw. As a conservative measure the report is being filed. If additional information is obtained that identifies the product and/or manufacturer a follow up report will be filed. The device and/or lot information is not available for investigation.